Manufacturer narrative:
Citation: rimmaudo f, et al. Thrombocytopenia after tavi in patients with low body mass index. Catheter cardiovasc interv. 2021 aug 1;98(2):e329-e331. Doi: 10.1002/ccd.29675. Epub 2021 apr 5. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding thrombocytopenia after transcatheter aortic valve implantation (tavi) in patients with low body mass index. All data was retrospectively collected from two centers between january 2020 and february 2021. The study population included 90 patients (predominantly female, mean age 83.5 years). Patients were implanted with one of the following valve types: edwards sapien xt or sapien 3 (n = 30), abbott portico (n = unspecified), or medtronic corevalve, evolut r, or evolut pro (n = unspecified). No unique device identifier numbers were provided. Among all 90 patients, adverse events included: need for percutaneous cardiopulmonary support; permanent pacemaker implantation; major stroke; atrial fibrillation; need for tracheotomy; and blood loss/blood transfusions. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.